Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable on the heartmate 3 system controller could not be confirmed. Provided information indicated that the patient refused to exchange their system controller, and the damage was repaired with silicone tape. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No log files or photos were submitted for review. A root cause for the reported event could not be conclusively determined with the provided information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional medwatch report number added. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the user facility report # (B)(4) was reported on 15oct2025. The patient arrived in clinic on (B)(6) 2024 with noted damage to their white power cord bend relief and white power cord near the system controller. The patient refused to do an exchange. The damage was repaired with silicone tape.